Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.